Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with one syringe of juvéderm volbella® xc. The patient was then injected with juvéderm voluma® xc and juvéderm vollure¿ xc 28 days later. The patient experienced an ¿inflammatory response¿ with ¿hard nodules¿ in the lips 2-3 weeks later. No complaint was made against the juvéderm voluma® xc and juvéderm vollure¿ xc. The patient was treated with prednisone and a z-pack. The nodules subsided by 4 days later, and ¿the tissue is softer.¿ the event is ongoing.